Event description:
Device received on the (B)(6) 2019 and analyzed on the (B)(6) 2019 by medacta r&d project manager. The devices were reported as not available in the complaint.

Manufacturer narrative:
Device received on the (B)(6) 2019 and analyzed on the (B)(6) 2019 by medacta r&d project manager. The devices were reported as not available in the complaint. Visual inspection performed by medacta r&d hip project manager: no residual ha layer on the stem, femoral neck seems scratched due to head removal or unknown reason; signs of removal attempt on the ceramic head.

Manufacturer narrative:
Clinical evaluation performed by medical affairs director on 24th october 2019: 6 years after primary cementless tha the stem is found loose and revised. We have only one pre-revision xray that shows a stem of rather small dimension in a bone that lost strength, but we do not have the radiophic history to help us understand the evolution from the postoperative situation to the loosening. We are unable to suggest a valid reason for this event, with the information available.

Manufacturer narrative:
Batch review performed on 04 september 2019: lot 131150: 60 items manufactured and released on 15-may-2013. Expiration date: 2018-04-30. No anomalies found related to the problem. To date, 59 items of the same lot have been already sold without any other similar reported event.

Event description:
Micro movements of the prosthesis, almost 6 years after primary, which resulted in thigh pain and decreased perimeter of walking. The stem has been revised. The surgery was completed successfully.